Event description:
Situation: defective bard foley catheter. Background: a nurse opened a 16f bard foley sure-step tray system and found the prefilled syringe partially empty and missing the cap. Assessment: the outer package containing the lot number was discarded but no other kits have been identified at this time. Recommendation: double check integrity of bard foley catheter kits and report any abnormalities to materials management. Manufacturer response for urinary catheter insertion kit, 16f bard foley sure-step tray system (per site reporter) escalated to rep, they are opening an internal complaint.